Event description:
Customer's husband reported the compact plus system gave a blood glucose result of 280 mg/dl. He gave the customer 18 units of novolog 70/30. The customer ate vegetables with olive for dinner and did not eat any bread that evening. He reports that the customer normally eats bread with their meals. Husband reported that 2 hours later, the customer had an incident of hypoglycemia requiring treatment by layperson. A request was made for the return of the system, replacement was sent.